Event description:
Pt hospitalized on (B)(6) 2011, with hypercarbia after use of CPAP machine. During nursing visit on (B)(6) 2011, nurse called (B)(6) to request urgent visit by technician to check equipment. Per pt report, tech came to house and said CPAP machine was defective and replaced equipment. Unable to ascertain MFR of CPAP machine.